Event description:
Reporter stated that customer received the following results on 2 different meters within 1 minute: 5.0 mmol/l (mobile system 1) and 28.0 mmol/l (mobile system 2). No actions taken based on device results. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation; however, they are no longer available.

Manufacturer narrative:
The event occurred "abroad" - no specifics provided while this product is not sold in the united states, it is like or similar to a product marketed in the united states. (B)(4). Device will not be returned.